Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump act button functioned properly. The insulin pump had an intermittent esc button response due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the act button on the insulin is unresponsive. The device was not exposed to moisture or damaged. Blood glucose value was 9.1 mmol/l. Customer was advised to discontinue the use of the device. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.